Event description:
The following event was reported to agilent technologies. When the supv arrived on site, the pt was already hooked to the monitor, which was displaying a message "low output". Soon after that it displayed the message "pacing failure". He then tried to turn the pacing function off, then on again, but the pacing failure message continued. He then obtained another defib from his truck and swapped the paddles to the new defib. This one paced ok. About 2 to 3 minutes were lost as a result of the pacing failure according to the user.